Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was filling the tubing and after completing the pump requested to load a new cartridge. Tandem technical support verified the pump logs and no alarms were observed. The customer declined to further troubleshoot. There was no reported impact to the customer's blood glucose level.